Event description:
Customer reported that they are having an intermittent fault tn 1583908 , start up failure, buzzer defective. It is an intermittent fault and not happening each time. The staff have noted this happening a few times and is visible in the logs. I have carried out checks when on site to test the buzzer in the service software and it passed but when looking through the logs there are a number of occasions where this has happened. Checking through other cers I found one describing the same issue with a correction of 'replacing mainboard for if the buzzer is not hearable. Also replace the vu mainboard in case the the buzzer is hearable, but the microphone does not detect the buzzer beeping sound properly.'

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a loosened buzzer. In consequence the mainboard was replaced. There was no patient or user harm.